Event description:
It was reported that a patient came back from testing and the telemetry technician noticed that all arrhythmia alarms on the dash monitor were set to message level except for asystole, vfib/vtac which is not how the device was configured prior to the testing. Log files were obtained and reviewed and were not able to determine if the device's alarm settings had been manually changed by a user. There was no serious injury or death associated with this event, nor was medical intervention required. The monitor technician reset the alarm levels and no further issues were reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unknown.